Manufacturer narrative:
The sample from the patient was provided for investigation. The high ft3 iii result from the customer site was reproduced. Investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for further investigation.

Event description:
The initial reporter questioned thyroid results for 1 patient sample. The sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) between the customer's e801 module, a cobas 8000 e 602 module used at the investigation site, an e 801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the siemens centaur method. The initial ft3 iii result from the customer's e801 module was 5.50 pg/ml. The sample was repeated with a result of 5.30 pg/ml. These results were reported outside of the laboratory where the physician requested investigation of the sample. The sample was tested by the e801 module at the investigation site with a result of 5.30 pg/ml. The result from the e602 module was 4.44 pg/ml. The result from the e411 analyzer was 3.26 pg/ml. The result from the centaur method was 2.8 pg/ml. The e801 module serial number used at the customer site was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used with the e602 module and the e411 analyzer was 425531 with an expiration date of 31-aug-2020. The ft3 iii reagent lot number used with the e801 module at the investigation site was 404623 with an expiration date of 31-jul-2020.